Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer reseated the row board cable on the drawer controller printed circuit board (pcb) and verified proper operation through diagnostics. Then recovered all failed cubies and assisted the user tech in reloading medications. After reloading, all cubies were verified to be properly loaded with no failures observed. The system functioned as intended after the field service engineer repaired the device.